Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval, or if any additional info becomes available.

Event description:
The facility reported a colleague pump that shut down during pt infusion. According to the hosp rep, the device was infusing at a very low volume. The drug being infused and the actual flow rate are unk at this time. No additional info is available.